Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. The root cause of the high purge pressure is most likely due to biomaterial as the high purge pressure was able to be resolved with lysis therapy. G1 reporting contact email was inadvertently entered incorrectly on manufacturer device report 1220648-2024-24813.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that an implanted impella 5.5 pump began to experience high purge pressure during patient support. Lysis therapy was initiated to counteract the condition and support was continued without further complication. There was no patient harm.